Event description:
The intraocular lens was removed and replaced at an unidentified facility due to the patient's dissatisfaction with their reading and distance vision. Secondary surgery was uncomplicated.

Manufacturer narrative:
The complaint device associated with this report was cut in two pieces across the optic when received precluding analysis. Product history records indicate the lens met all criteria prior to release. There is no evidence to suggest this adverse event is manufacturing related. There were no additional complaints received for additional lenses manufactured in this workorder.